Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. Patient's mother stated that the patient experienced red, blotchy, raised bumps on their arm, under the sensor patch adhesive. On (B)(6) 2015 the patient was at a routine doctor visit and it was advised that they should not wear a sensor at the site of irritation until it was healed. No medication was prescribed. At the time of contact, the patient's mother did not report any further medical intervention.

Manufacturer narrative:
(B)(4).